Event description:
A report was received that a patient underwent a pocket revision due to charging difficulties. The patient had lost weight (not device related) and the ipg had moved diagonally. The physician revised the patient's pocket site. Nothing was implanted or explanted and the patient is reportedly doing well.